Event description:
It was reported to boston scientific corporation in early 2006, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, during the procedure, approximately 2mm of the corewire plus hydrophilic coating broke off. The physician, not able to retrieve the fragments, left them in the patient and continued with the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed that a small section of pebax was missing from the tip exposing a non-fractured core wire. The cause of the reported malfunction is undetermined.